Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels,. The reported blood glucose reading at the time of the call was 291 mg/dl. The nurse was unable to troubleshoot during the call. Nothing further was reported.